Event description:
It was reported by the peritoneal dialysis (pd) pt and his pd nurse in a conference call to technical service that the pt had received multiple alarms during his treatment and during re-set up fluid was found in the compartment. During follow-up with the peritoneal dialysis registered nurse on (B)(6) 2013, she reported that the pt came into the clinic on (B)(6) 2013 and was treated with 2g vancomycin and 1g fortaz as prophylactic antibiotics. The nurse also reported that the pt's effluent remains clear.

Manufacturer narrative:
Complaint sample is not available, and the lot number of product involved in this incident is unknown, therefore the reported failure mode cannot be confirmed. A three month sales and shipping search to the client site demonstrated three lots were shipped to the client. Inventory of these lots has been depleted. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR #s 8030665-2013-00865 and 8030665-2013-00738.